Manufacturer narrative:
Manufacturer is currently waiting for the product to be returned for investigation. Shipment has been arranged by lina medical logistics. Device not received yet.

Event description:
"Allegedly, as surgeon was retracting device, the loop was not cutting and ceramic tip split in half breaking the loop."

Event description:
"Allegedly, as surgeon was retracting device, the loop was not cutting and ceramic tip split in half breaking the loop."